Event description:
It was reported to boston scientific corporation that a jagwire was used during an enbd (endoscopic nasobiliary drainage) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, resistance was encountered while attempting to withdraw the guidewire from the enbd tube. Both the tube and guidewire were removed and the procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).